Event description:
The customer reported that they were unable to view stored historical pt data on their acuity central station system. There was no loss or interruption of real-time centralized pt monitoring or alarm surveillance, and no pts were adversely affected as a consequence of this product problem. The problem was limited to an inability to retrieve past data.

Manufacturer narrative:
Note for results code: hard disk drive. The device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit ( cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Testing of the suspect device confirmed the complaint and identified a failure of the hard disk drive within the cpu (central processing unit). The hard disk drive is a commercial off-the-shelf component and is not a repairable item. A new disk drive was installed in the cpu to restore normal operation. Data analysis shows that the observed field reliability of the disk drive is within expectations for a computer component of this kind and there is no evidence of an adverse trend in reliability. The repaired device was returned to the customer.